Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that during an unspecified procedure, the customer discovered that the ngage nitinol stone extractor basket didn¿t function properly. The device was not used to complete the procedure and it is being sent back to the manufacturer for further analysis. There was no patient harm reported in the complaint. Additional information was requested regarding the failure of the device; however it is not available at this time.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, specifications, visual inspection and functional testing of the returned device were conducted during the evaluation. One device was returned for investigation. The device was returned with the unidex handle (udh) in the closed position and the basket formation was in the closed position. The support sheath was bowed in appearance. A significant kink was noted in the basket sheath. The collet knob is tight and secure. The mlla (male luer lock adaptor) was found to be loose to the touch. A visual examination noted the basket formation was smashed. The wire sheaths covers had pulled away from wires. The wires had a ¿hooked¿ appearance as though they were caught on something. A functional test noted the udh handle did actuate the basket formation. A document-based investigation evaluation did not observe any evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the provided information a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
Investigation: evaluation: a 2nd ngage nitinol stone extractor from lot # 7756313 was received for an evaluation. This second device was returned with the handle in the closed position and the basket formation was in the closed position. A visual examination noted the support sheath to be bent at the male luer lock adaptor (mlla). The basket sheath is kinked at the distal end of the support sheath. The collet knob is tight. The mlla is loose. The basket sheath was found to have numerous kinks in it. A functional test noted the handle actuates the basket formation to the open position, when in the closed position; there is a gap in the basket. The sheaths covering the basket wires have pulled away from the wires. It appears the device has experienced extreme handling during use.

Event description:
Additional event information was received. Two ngage nitinol stone extractor baskets failed to open and close correctly during a flexible ureteroscopy case. Several baskets had to be opened. The procedure was completed using another basket. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence